Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, no communication between the transmitter and the pump, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7040ma, mmt-1884l, mmt-7841zn. Troubleshooting was performed. Customer requested assistance with pump programming. Assisted customer with requested programming. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer requested to run tester procedure for the transmitter. Transmitter did not blink when removed from the charger after being fully charged no harm requiring medical intervention was reported. No product return is required for mmt-7040ma. No product return is required for mmt-1884l. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests or verify led anomaly due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.